Event description:
Patient using an oxygen concentrator in their car and sparks singed the patient's arm. Patient did not receive medical treatment.

Manufacturer narrative:
Device was exposed to liquid causing the motor controller board to short and spark.